Manufacturer narrative:
.

Event description:
A customer contacted baxter's technical service center regarding a low drain volume alarm, this alarm occurred during the initial drain. The home patient (hp) stated that she had a problem last night and some how got disconnected during treatment in her sleep, so the nurse had the hp do a manual exchange with antibiotics injected into the bag. The hp then stated that she had to leave the solution in for 6 hours. The hp was in initial drain and drained out. The hp felt empty but couldn't get past the low drain volume in initial drain. The hp wanted to bypass so the technical service representative (tsr) assisted the hp with bypassing. The cause was undetermined. The hp resumed therapy. No patient injury was reported. Product surveillance contacted the nurse on 06/15/2009, to try and obtain further information regarding the separation. The separation occurred between the transfer set and catheter this was noticed during use at "end of therapy". The transfer set was exchanged every 6 months and the patient has been on dialysis for 1 year. The patient performs automated peritoneal dialysis and the adapter was plastic from an unknown brand. No assist device was used for connection and no initial difficulties were noticed. The nurse was not aware of anything that may have caused the separation and the lot number was unknown. The sample was discarded and the patient had since continued therapy and is doing fine.